Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the pump was returned with the insulin to carb (I:c)ratio set at 1 unit per 8 grams. The pump was exercised for 24 hours with the user¿s I:c ratio; no changes in the I:c were observed. The I:c ratio was able to manually changed from 1 unit per 8 grams to 1 unit per 15 grams and then back to 1 unit per 8 grams with no issues. When exiting and re-entering the settings screen, the I:c ratio was found to be maintained in the settings with no changes. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the I:c ratio reverts back to the default setting when they attempt to alter it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.